Event description:
Received vaque reports from customer stating the IV tubing backs off the threads, becomes disconnected, and causes free flow of fluid out of the end of the IV tubing. There was no pt harm or medical intervention. Although requested, no add'l event or pt info was provided by the user.

Manufacturer narrative:
(B)(4). The affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.